Manufacturer narrative:
Patient information has been requested, but not provided. On-site investigation through system functional testing found defective batteries to be the root cause of the reported issue. Due to a defective tray of batteries the system displayed "battery level critical." This caused the system to not fully boot. Sometimes however the system has just enough voltage to fully boot. Remote desktop shows the battery voltage at 372v. Investigation of the returned batteries confirmed reported problem, "battery issue; battery level critical," and the issue was resolved with battery replacement. No fault was found with the returned charger enclosure.

Event description:
Over two days the o2-arm was used for 6 spine surgeries. During the third surgery the o2-arm displayed low battery levels even though it was plugged in to the wall nearly the whole time. However, the system worked properly for this surgery. After that night (approximately 12 hours) only 80% was charged and after a very short period of use the ias showed low battery level, but the system continued to function. The next morning after more than 12 hours charging time, the o2-arm is showing 60% level and the most left bar blinking red and blue. No patient was present at this time.

Manufacturer narrative:
This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.